Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Additional information was requested and the following was obtained: questions: 1. What location was the cyst excision? 2. What is meant by the needle was not removed from the patient during the procedure? 3. Was there an additional procedure to remove the needle from the patient? 4. Was the needle retained in the patient? 5. What location was the needle retained in the patient? 6. Was there an additional procedure to remove the needle from the patient? 7. Was there any medical or surgical intervention performed? 8. Was there any adverse patient consequences? Answers: 1. Removal of sebaceous cysts on posterior neck and back. 2. It was removed from package and used while suturing the needle broke from the package. 3. Was not removed from pt. 4. Not retained in pt. 5. It was not retained from pt. 6. No. 7. We used another suture to proceed with the same procedure. 8. No consequences.

Manufacturer narrative:
(B)(4). Additional evaluation information: a labeled winding former, a detached needle and a suture piece of product code 8833, lot # pch569 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle. The suture piece was received with body fluids and only a section of the suture, the ends were noted cut appears to be by use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information has been requested: what location was the cyst excision? What is meant by the needle was not removed from the patient during the procedure? Was the needle retained in the patient? What location was the needle retained in the patient? Was there an additional procedure to remove the needle from the patient? Was there any medical or surgical intervention performed. Was there any adverse patient consequences?

Event description:
It was reported that a patient underwent a cyst removal on (B)(6) 2020 and suture was used. It was reported while suturing, the needle came free of the suture. Additional information indicates that it was not removed from the patient during the same procedure. X-rays did not need to be taken to locate the needle. A similar device was used to successfully complete the case. There was no adverse patient consequences reported. Additional information has been requested.